Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) treatment procedure, a cutting balloon shaft detachment occurred. The target lesion was located in the peroneal artery below the knee. A 4.00mm x 1.5cm x 140cm s-peripheral cutting balloon (pcb) flextome mr cutting balloon was selected for preparation. The syringe was drawn back to its full volume to deflate the balloon. All air was removed from the balloon. The physician did not encounter any resistance upon removal of this cutting balloon from its protective ring. When removing the balloon protector from the balloon catheter, the catheter separated at the bound area between the distal shaft and proximal shaft, near the guide wire exit port. This occurred outside of the body with no patient contact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated - device evaluated by MFR, patient sex, age at time of event. Age at time of event: 18 years or older. Device evaluated by MFR: the flextome mr cutting balloon was returned in two sections as a result of a break 24.9cm from the catheter tip. Stretching was evident at the break site also. The balloon protector was returned on the balloon. It was not possible to apply a vacuum to the balloon for balloon protector removal due to the shaft break, however the balloon protector was removed with slight resistance. A visual and microscopic examination observed no damage to the tip, balloon, or blades. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) treatment procedure, a cutting balloon shaft detachment occurred. The target lesion was located in the peroneal artery below the knee. A 4.00mmx1.5cmx140cm s-peripheral cutting balloon (pcb) flextome mr cutting balloon was selected for preparation. The syringe was drawn back to its full volume to deflate the balloon. All air was removed from the balloon. The physician did not encounter any resistance upon removal of this cutting balloon from its protective ring. When removing the balloon protector from the balloon catheter, the catheter separated at the bound area between the distal shaft and proximal shaft, near the guide wire exit port. This occurred outside of the body with no patient contact. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is good.